Manufacturer narrative:
Refer to the attached analysis report.

Event description:
The subject pacemaker was found in standby mode on (B)(6) 2016 for unknown reason; re-initialization was successful. Reportedly, the patient was symptomatic (nausea, fatigue) but no apparent link with the reported event could be established. The physician requested that the origin and the date/time of the switch be determined. Next follow-up visit is scheduled in 6-months.